Event description:
A customer contacted baxter's technical service center reporting an alarm and the home patient (hp) found a supply bag was leaking in dwell 2 on the home choice (hc). The hp changed out the bag, disconnected and reconnected. The technical service representative (tsr) explained the alarm and assisted the hp to end therapy so the hp could remove the supplies. The hp would call the registered nurse (rn) for further medical instruction. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that changed out a leaking solution bag. Per the pdn, the hp did notify her of the changing of the leaking solution bag. The pdn stated the hp discarded the supplies and started over with new supplies. The pdn spoke with the hp regarding the proper procedures. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.